Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
(B)(4) was used for the cardiac event as there is no other code that best describes cardiac event. This is one event for the same patient involving two separate products.